Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm on the insulin pump that she was not able to clear. The blood glucose reading was not known. She stated that she usually kept the insulin pump in her bra and that she was on a ride at the fair and was sweating. Nothing further was reported.